Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. The issue was identified during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: broken r-unit (charged coupled device). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device is broken and therefore the image is not displayed. The most probable cause is cause traced to component failure. A definitive root cause could not be identified for the broken r-unit (charged coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.